Event description:
It was reported that during a biopsy procedure, the device didn't prime correctly. There was no reported patient injury.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 02/2023).

Event description:
It was reported that during a biopsy procedure, the device didn't prime correctly. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was returned for evaluation. The magnum instrument was visually inspected upon receipt and was found to be in good condition. The device was functionally tested and failed the tests due to foreign object was found inside the unit during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported device doesn't prime correctly. The root cause for the reported device doesn't prime correctly was determined to be the foreign object was found inside the unit during evaluation. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2023) , g3, h6 (method). H11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.